Event description:
During a laparoscopic hysterectomy, the physician noticed that the diamond inserts of the needle driver were missing. One piece was removed from the pt manually (fingers or forceps), the other piece was not found. X-rays to locate other missing piece were inconclusive.